Event description:
It was reported that the customer's insulin pump was alarming button error and they were unable to clear the alarm. No blood glucose value was reported at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.